Event description:
It was reported that the patient presented to the emergency room due to altered mental status. The patient was moved to the hospital floor. Several hours later, the patient was noted to be in seizure-like activity during a treated ventricular fibrillation (vf) episode. The patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to non-therapy mode to facilitate a magnetic resonance imaging (MRI) scan. A few minutes into the MRI scan, the patient went into (vf). The patient was pulled from the MRI machine and moved out of the scan room where cardiopulmonary resuscitation was started. The device was programmed back to original parameters and the vf was detected, treated, and terminated. The patient went into pulseless electrical activity with cardiac arrest noted and the patient was unable to be rescued and expired. Electrograms (egm) demonstrated non-capture by the right ventricular (rv) lead during post-shock pacing. One additional vf episode was detected and treated post-MRI scan. The lead remains in the patient. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.